Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID: 694765, implantable tachy lead, implanted: (B)(6) 2010. A 4194, implantable pacing lead, implanted: (B)(6) 2010. A yrbrx2615135, stent graft implanted: (B)(6) 2003. A yrirx15115, stent graft, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.